Event description:
The pt reported that at his first refill after pump replacement, the pump was found to have a volume discrepancy. The expected reservoir volume was 6 mls; the actual volume was 14 alm. The pt stated that the hcp had not started him on his previous dose post pump replacement, but had been slowing increasing the pump rate since the replacement. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine and bupivacaine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.